Event description:
A report of a corneal ulcer associated with contact lens wear was received from a pt. The pt woke up with pain in the right eye and sought medical attention. An "open corneal ulcer" was diagnosed and an antibiotic was prescribed to use every two hours. Three days later, follow-up occurred and the ulcer showed marked improvement. The antibiotic drops were discontinued and the consumer was prescribed steroids. The doctor recommended that the pt not sleep in contact lenses again and suggested refractive surgery (lasik) or the use of spectacles. No further info was provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a follow-up medwatch will be filed.(B)(4).